Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the cartridge tubing. Blood glucose (bg) level was 412 mg/dl and a manual injection as used to correct. A supply change was performed resolving the issue.